Manufacturer narrative:
Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a moderately calcified and severely tortuous mid cx lesion. There was no damage noted to the device packaging. No issues were noted upon removing the device from the hoop. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure it was reported that the device did not pass through a previously deployed stent. Resistance was encountered while attempting to advance the stent but no excessive force used. It was reported that the stent dislodged in the patient during delivery to/at the lesion. The stent was dragged upstream and implanted in the left main. It was reported that the lesion was on a very tortuous bend . The physician ballooned several times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.